Event description:
The pt with a diagnosis of autoimmune paraneoplastic-like syndrome (no apparent 0eoplasm or history thereof) and a positive anti-nuclear antibodies (ana) received her first column treatment on 12/20/96, concluding at approx 10 p.m. The procedure was on line with another device and a leukocyte reduction filte was used to re-infuse treated plasma. At approx midnight, on 12/20/96, the pt developed neurolgic signs consistent with a cranial bleed. The pt became semicomatose, and was transferred to the medical ICU (intensive care unit). No further column treatments are planned.